Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, which prevented customer from charging pump, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.